Event description:
A patient (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite on (B)(6) 2009. The patient developed asymptomatic cystitis found during a cystoscopy on (B)(6) 2009. The cystitis was deemed resolved after two week course of antibiotics. The physician assessed the event as mild in severity and not device related.

Manufacturer narrative:
A review of the device history records indicates the reported lot #1014035 met all specifications prior to release and no abnormalities were noted.